Manufacturer narrative:
Implanted (B)(6) 2012. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt status post lcp dhhs sideplate and blade implantation in (B)(6) 2012 for hip fracture was discovered to have the helix blade protruded through the femoral head. Pt was returned to the operating room on (B)(6) 2012 and during removal, it was found the locking mechanism of the plate was not engaged. Pt was revised to dhs system. This is one of two reports for this event.